Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. This MDR is being submitted for an unknown number of devices in which the issue was experiences. On (B)(6) 2024, reported that patient faced infusion set occlusion in tube. No further information available.